Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead, (B)(6) 2012. (B)(4).

Event description:
It was reported the patient was experiencing loss of energy in the middle of the day and was exhausted at bed time. The clinician discovered the device clock was off by eight hours and the sleep mode was coming on. Follow up with the physician's office, disclosed the patient's last remote data transmission occurred approximately five months ago. There was no record of any issues with the performance of the device and no record of patient's symptoms. The device remains in use. No patient complications have been reported as a result of this event.